Manufacturer narrative:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd solis vip 2120 air in line was revealed during functional testing. This was isolated to defective inoperable air detector. Action was taken to replace the air detector. Physical condition of device was good.

Event description:
Information received a smiths medical ambulatory infusion pumps/cadd solis vip 2120 "air in line alarm." Occurred. This was during testing and no patient involvement.